Event description:
It was reported that the patient was in a coma following defibrillation due to cardiac arrest. The patient was admitted to the hospital. Additional information has been requested from the hcp, but was not unavailable as of the date of this report.